Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown, no information provided to date.

Event description:
It was reported that the device was not holding pressure correctly. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement.

Event description:
Additional info received via email 21-sep-2022. No patient involvement. No adverse effects.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals broken. The device was received in with a bent front panel and the input manifold assembly shifts on the bottom chassis. Relief pressure knobs were cracked, and three small end caps were missing. The customer reported problem was verified/duplicated. The peep (positive end-expiratory pressure) was out of spec and unable to reset. The device was over 7 years and had signs of impact and could be related to component failure. The cause of the reported issue however, was undetermined by the investigation. For corrective action, the peep needle was replaced as well as the demand valve assembly in order to correct the customer reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).